Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient had stumbled and fallen and was not getting optimal stimulation after that. The patient had met with the hcp and an x-ray showed that the right lead had migrated up an entire lead length. The revision was scheduled for (B)(6) 2016 and the lead was moved back to its original location. Everything remained in service, the hcp opened the spinal incision and moved the right lead down and sutured it in. The patient had perfect coverage and the issue was resolved at the time of the report. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.